Manufacturer narrative:
Unable to run complaint history check or device history review as lot number is unk. No samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
On (B)(6) 2014, the reporter stated that approx about a week ago on (B)(6) 2014, the needle broke off in his abdomen. The consumer went to the hospital and an x-ray was performed. The needle was not found on x-ray. There was no signs of infection. The consumer stated that he doesn't reuse his needles. No further info is available.